Event description:
Caller reported a pixel issue on pump display. Blood glucose levels were not adversely impacted as they remained within normal range. Technical support informed the caller that the pump could still be used for insulin therapy, and the caller understood and acknowledged this guidance.